Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Insulin pump passed displacement test. During troubleshooting, customer reported to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 57 and blood glucose was 167 mg/dl. Customer was not transferred due to being at work and would call back.